Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform full drive system test due to motor error alarm. Motor passed motor test. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm during a bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to disconnect to the insulin pump and assisted on how to clear the pump. The patient was advised after troubleshooting was performed to discontinue the use of the insulin pump and revert to back-up plan. The customer was informed to return the insulin pump and we will sent replacement. No further assistance needed.